Event description:
During an ER cp procedure, physician decided to do papillotomy. He inserted the tome x 1 through the scope to cut the papilla. 1st cut was successful. A balloon was used to retrieve the stones. A second cut was needed. Using the same tome and upon cutting, the wire broke off inside the pt. The same balloon was used a second time to retrieve the stones but the balloon wouldn't retain air.